Event description:
Spontaneous call from pt: alarming "no disposable, clamp tubing", tried to troubleshoot but unable to stop alarm. Pt switched to backup pump and infusion resumed. Sn (B)(4). Pump was in use when fault occurred. Short lapse in infusion but no side effects due to malfunction. Sending replacement pump and pt will return malfunctioning pump. Pt does have back up pump. Reported to (B)(6) by pt/caregiver.